Event description:
It was reported that the balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortous and severely calcified common iliac artrey. A 6.0mm x 40mm x 135cm sterling balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.